Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00075 on 2-aug-2019. Additional information (28-aug-2019): carcinoembryonic antigen (cea), human chorionic gonadotropin (hcg), and cancer antigen 15.3 (ca 15.3 br-ma) results previously communicated to siemens as discordant were in error, and those results are not related to this event. The customer informed siemens that the event is related to immulite 2000 - 3gallergy specific ige (pse) quality control (qc) causing a high bias with m6 allergen. No patient results were tested, reported, and/or recorded when the qc was high. MDR 2247117-2019-00075 filed on 2-aug-2019 was filed in error as the event is not reportable. Section h10 was updated to reflect the additional information. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted siemens customer care center. The cause of the discordant cea, hcg, and ca 15.3 br-ma results is unknown. Siemens is investigating the issue.

Event description:
Three discordant results were obtained for carcinoembryonic antigen (cea), human chorionic gonadotropin (hcg), and cancer antigen 15.3 (ca 15.3 br-ma) on a single patient using immulite 2000 xpi. The initial results were not reported to the physician(s). The sample was repeated using the same immulite 2000 xpi. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cea, hcg, and ca 15.3 br-ma results.